Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The dates entered in section b3 is based on the customer's report of "2 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced seizure and was unable to self-treat, requiring hcp treatment of intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.